Event description:
It was reported that the graftmaster stent was used to treat a leaking pseudoaneurysm (psa) of the saphenous vein graft (svg) with egress into the right ventricle (rv) or right atrium (ra). The right posterior descending artery (pda) in the body of the graft (proximal third) has a (n) 65% stenosis. The right pda in the body of the graft (distal third) has a (n) 60% stenosis. The mid-graft has a large psa with a leak, and egress to the rv or ra. The right pda in the body of the graft (distal third) has a (n) 65% stenosis. The prowater guide wire was manipulated into the distal part of the distal posterior descending artery (pda) and the svg to the right pda was crossed with a non-abbott balloon dilatation catheter and pre-dilatation performed. The guide wire was exchanged with a non-abbott coronary guide wire and manipulated into the distal part of the distal pda. A 3.0 x 19 mm graftmaster was inserted and deployed to 8 atmosphere (atm). Intracoronary verapamil and nipride were given for modest no reflow. The psa was excluded at this point. Treatment of the svg to the right pda was crossed with a non-abbott balloon and post-dilatated and pre-dilated. A 4.0 x 18 mm xience xpedition stent was deployed across the lesion of the svg to the right pda at 14 atm. A 3.0 x 16 mm graftmaster was deployed across the lesion of the svg to the right pda and inflated to 14 atm. Post dilatation was completed using a nc trek balloon dilatation catheter at 8 atm. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of occlusion is a known adverse event as listed in the graft master otw instruction for use. It should be noted that the otw graftmaster instructions for use states the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The effectiveness of this device for this use has not been demonstrated. Long-term outcome for this permanent implant is unknown at present. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling the treatment appears to be related to the operational context of the procedure.

Manufacturer narrative:
(B)(4). (B)(4) - indication for use. Concomitant products: guide wire: cordis stabilizer plus. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.